Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat, wear abrasion and one opening curved on the posterior (patch/shell bond edge). The leak test and microscopic analysis was performed which identified; sharp opening on the patch/shell bond edge. A dimension measurement in the shell was performed which identify the shell thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening due to an unidentified (tear) opening.

Event description:
Device was explanted.